Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a self-clearing electrical fault alarm. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline connector. A cleaning procedure was performed to remove contaminants. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms. The returned controller ((B)(4)) failed visual inspection as a result of contamination within the driveline connector but passed functional testing. The root cause for the reported "electrical fault alarm' event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has opened an internal investigation to evaluate these types of issues. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller ((B)(4)/1403us - expiration date. 10/31/2015).

Event description:
It was reported that a patient was in the hospital with an implant date of (B)(6) 20104 had an electrical fault alarm that resolved on its own. The coordinator was able to reproduce by "wiggling the driveline in the controller". Log files sent to the company were consistent with contamination. The driveline was serviced and an elective controller exchange done. It was stated that there were no further alarms after the cleaning procedure. The patient outcome is noted to be that the patient was "doing well". The program director stated that this may have occurred during pump preparation. Often times the person is going from the main or table where they are assisting in the surgery, to the back table where they are prepping the pump. They do not always change to new sterile gloves in between.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The controller is going to be returned to the manufacturer for evaluation. Service report form: performed 11/24/2014-check driveline pins for contamination, clean any contamination found. It is noted that the patient tolerated pump off time well. Two rounds of cleaning performed; total pump off time approximately one minute. This device is used for treatment. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware system is designed for in-hospital and out-of-hospital settings. From the IFU: wearing clean, dry gloves disconnect the driveline extension cable from the controller and the hvad pump. Device remains implanted.